Manufacturer narrative:
B5: the reporter indicated the patients current condition is she is being treated for dry eyes and is seeing great improvement. Claim # (B)(4).

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -10.00/+1.5/091 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2021. The lens was reported as lens rotation not associated to a low vault and remained implanted. A vector analysis was requested and no icl rotation was recommended. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.